Event description:
It was reported that the device had battery spring corrosion. The results of the investigation found that the downstream occlusion (dso) seal and upstream occlusion (uso) seal were delaminated. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal and upstream occlusion (uso) seal. The dso and uso seals were replaced to fix the issue.